Event description:
Healthcare professional reported right side ¿rupture¿, ¿[baker] grade 3 capsular contracture¿, ¿internal pain¿, and ¿corporal inflammation¿. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Health effect - impact code: f2203 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.